Manufacturer narrative:
The physician that explanted the device reported this complaint. The patient's medical records for the explantation were provided for review. On (B)(6) 2024, the patient made an appointment with different physician than the physician who implanted his device. The patient had the procedure approximately nine months ago and developed a seroma. The patient was treated with antibiotics which seemed to resolve the fluid, but subsequently the patient noted the penis had become contracted with some erythema and the skin overlying to dorsum of the penis appeared fixed to the underlying device. The physician noted that the patient had infrapubic fat that made the penis appear smaller. The patient stated that he cannot have sex, and that it is very uncomfortable for his partner. His partner claimed the device has changed the quality of the patient's seminal fluid. The patient also claimed the device does not move freely. Upon physical examination, the physician stated the shaft that could be seen is tightly wrapped by the shaft skin and seems adherent without mobility. The base of the penis was wide. There was no tenderness or seroma, but there was severe capsular contracture. The physician suspected a low-grade chronic infection that resulted in severe capsular contraction and recommended removal of the device. Understanding all risks, the patient elected to proceed with device removal. On (B)(6) 2024, the patient had the device removed. The device had migrated out of the infrapubic space and was overlying the pubis. During electrocautery to expose the device, serous fluid was noted and cultured (no growth was seen). There did not appear to be gross infection. There was a very thick capsule around the device. The device and scar tissue were removed. The patient tolerated the procedure well. On (B)(6) 2024, the patient had a post-operative appointment for drain removal. The patient was feeling well, in moderate but tolerable pain. The patient was instructed on postoperative stretching and to return in 10 days for suture removal. On (B)(6) 2024, the patient had a post-operative appointment for suture removal. The patient was feeling well and did not need any analgesics for pain. Sutures were removed. The patient was instructed on massage and stretch therapy. Seromas are a risk associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The patient is made aware of potential risks and complications prior to operation including seromas. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the procedure. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "penile shortening" and "penile retraction in erect and flaccid states", "temporary reactions, swelling and/or erythema", "extended penile or scrotal pain and discomfort", "infection or erosion of silicone block requiring removal", and "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures". Dissatisfaction with cosmetic results such as "incorrect size" is disclosed and discussed with patients prior to implantation and identified as a potential complication within the IFU. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists infection, seroma, scar formation, contracture and decreased penile girth as an anticipated adverse events. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery.

Event description:
The physician stated the patient had chronic inflammation after a seroma, capsular contraction, and displacement of the device.